Event description:
While treating a proximal circumflex artery with an acute angle, the wire appeared to have prolapsed. It became apparent that the guide wire fractured. The pt's blood pressure dropped and the pt died.